Event description:
The customer reported to olympus, the colonovideoscope had discoloration at the distal end cap, light guide and biopsy channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder had white foreign objects, the air/water tube had white foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the flexibility adjustment ring had a scratch. The grip had a scratch. The suction cylinder had discoloration. The switch box had a scratch. The cable unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The label on scope connector was damaged. Due to corrosion on plug unit, b30 scope communication error occurs. Due to a pinhole on channel tube, water tightness was lost. Due to a burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to damage on endoscopic position detecting unit probe, endoscopic position detecting unit function did not work. Due to dirt on light guide lens, illumination was uneven. The light guide bundle had breakage. The plastic distal end cover had a crack. The objective lens had a scratch. The light guide lens had a crack. The connecting tube had a cut. The connecting tube had discoloration. The universal cord had a scratch and wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.